Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1139435. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. The indwelling needle was placed on (B)(6) . At about 9:00 am on (B)(6) , the thread interface of the infusion set was connected to the y interface of the indwelling needle, leakage and a 0.7cm crack were found in the y interface of the indwelling needle. It indicates that there was no abnormality in the initial use of the indwelling needle, and the "y interface" should refer to the y connection site. No defect samples and photos were returned from the customer, the defect status cannot be confirmed. DHR review(lot#1139435): 1)the complaint gauge is 22g, assembly at auto line 4 in (B)(6) 2021, packaging at cfs packing machine in (B)(6) 2021, lot quantity is 186k. 2)review the in process test and outgoing test reports for this lot products, all test results meet the product specifications, no abnormal for it. 3)review the production records and machine troubleshooting records for this lot products,no abnormality, deviation or rework activity. Leakage test the retained sample of this batch, the test is qualified, and no leakage is found at the connection site. Please refer to the attachment for the test report. No same complaint was received from the complaint lot. Conclusion(s): no abnormality is found on process and the retained sample. As no defective sample returned, and the usage is unknown, the root cause of cracking and leakage of the connection site cannot be confirmed. This is the first complaint about cracking of the connection site, and the plant will continue to pay attention to this defect.

Event description:
It was reported that the bd intima-ii¿ prn y adapter 22 ga 1 in experienced a cracked catheter hub, and leakage. The following information was provided by the initial reporter: the nurse gave the patient intravenous infusion, connecting the thread interface of the infusion set to the y interface of the indwelling needle. After opening the pulley of the infusion set, it was found that there was obvious leakage at the above connection. After checking the interface, it was found that there was a 0.7cm crack in the y interface of the indwelling needle. After communication with the patient, the nurse removed the original vein indwelling needle, replaced the blood vessel and re-punctured, and the infusion could be carried out normally.